Event description:
The customer reported that the pod was activated at 4:30 am. His blood glucose measured 212 mg/dl at 4:45 am, 200 mg/dl at 6:30 am, 211 mg/dl at 8:00 am, 323 mg/dl at 9:11 am, and 341 mg/dl at 9:30 am. No insulin corrections were reported. When the device was removed after the last reading, he observed a slight bend in the cannula.

Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the bent condition of the cannula or to determine if it could have contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."